Event description:
It was reported, the pt experienced a loss of therapy. The lead was not working due to suspected breakage. The lead was removed and the extension was capped. No outcome was reported. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.